Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated they had connected when the patient line was not fully primed. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.